Manufacturer narrative:
Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from right eye due to decreased visual acuity. There were no sutures, vitrectomy or incision enlarged performed. Patient is stable post-op. Product not available to return for investigation. Visual acuity pre-op (pre-initial implant): 20/100. Visual acuity post-op (post-initial implant):20/80. Visual acuity post-op (post-replacement): 20/25. No further information provided.